Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned product on 5/9/2014 and evaluation is underway.